Event description:
The event is reported as: the customer alleges that only one side of the balloon will inflate. The device was not in use on a pt. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.